Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's implantable neurostimulator (ins) was explanted due to an infection on (B)(6) 2016. The infection was around the ins. There was no patient harm, injury, or death.

Manufacturer narrative:
Correction: please note that MFR contact info, model/lot #, and device manufacture date have been updated at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient was well at the time of follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.